Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had taken a bike ride three days after implant and had a history of smoking. The patient developed an infection and the pump was subsequently removed due to the infection. It was unknown if the catheter was also explanted. It was unknown when the infection occurred, and unknown when the device was explanted. The device had been discarded by the customer and would not be returned. The device was not replaced. It was reported the issue had been resolved at the time of the report. Other medications being taken at the time of the event, the patient¿s weight, and medical history were unavailable. The patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated.